Event description:
It was reported that the wireless recharger (wr) was placed on the charging base. The charging leds lit up but it did not receive a charge. The wr remained on the base for hours and the status did not change. The leds lit up indefinitely. There were no contributing factors. The charging base was connected to the current socket (ac) observing that the base connection led indicator lit up correctly. They reset the wr but could not be completed. The wr was placed back on the base but the issue persisted. The issue was not resolved. A replacement product was required. No patient symptoms were reported.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: g2. Country of event is colombia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.